Event description:
Richard wolf medical instruments corp. (Rwmic) was notified by sales representative that during a procedure the quality of the picture went bad. The device needed to be swapped out for a back-up device. This caused a delay in the procedure being performed and may have put the patient at risk. No injury to patient or staff members was reported.